Event description:
A report was received that the patients stimulation was not working. The patient underwent an ipg replacement procedure.

Manufacturer narrative:
Sc-1132 (sn: (B)(4)) the reported discoloration of the ipg header has been confirmed. Visual inspection found blood outside and around the ports. Blood could enter the crevices around the ports but it doesn't affect the functionality of the device. Each contact in the header has a seal that would prevent foreign material inside the ports. Blood intrusion is only a cosmetic anomaly. Additionally, the ipg could not be charged and it exhibited damages that are typically caused by the use of autoclave sterilization post explant. The patient data was retrieved using an external power source. It revealed no anomalies prior to the explant procedure.

Event description:
A report was received that the patients stimulation was not working. The patient underwent an ipg replacement procedure.